Manufacturer narrative:
The field service representative (fsr) determined that the roller head has a shorted schottky diode. Per technical support, there are currently no authorized parts or procedures to fix this reported issue. This roller pump was not connected to a battery, which eliminates the issue. The customer has two spare roller heads. No loaner is needed and customer will wait for repair. The unit operated to manufacturer specifications except for the led issue.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, found when the roller pump was connected to battery, it causes the yellow pump light emitting diode (led) on the battery module to illuminate during a/c operation. Since the event occurred during preventative maintenance, there was no patient involvement.